Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was post-operative day two after implantation when blood suddenly started to come from pericardial drains at 500-700 ml/h. The patient was transferred to the operating room and a resternotomy was performed. The pericardial space was found to be filled with blood and hematoma. After the hematoma was removed the only source of bleeding was the left anterior descending artery (lad) under the violet lock of the heartmate3. The sutures that fixed the ring to the apex were far from the lad lesion so the only possible explanation of bleeding is that the lad was perforated as the heart was rubbing against the sharp edge of the lock. Of note, the mini apical cuff was used during implant. The lad lesion was sutured with felt pledgeted prolene sutures and the chest was closed. Perioperative bleeding was about 3-5 l. The patient was extubated. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding could not be confirmed. The patient remains ongoing on vad support and no further issues have been reported. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the implant was completed using the sew-then-cut method. The patient did not have a prior infarction or friable/weak heart tissue. The diagnosis was dilated cardiomyopathy (dcmp) without prior infarction. The myocardium was not fragile. When asked whether there was anything that may have made the patient susceptible apparent abrasion, it was stated "the pump is larger than the ring and when the heart with the lvad is placed in the pericardium, the pump is pressed against the surface of the heart. The lvad itself has no sharp edges, but the purple lock is rather sharp, even when fully closed". It was thought that this event was due to the purple lock which fixes the lvad to the apex ring, not the tunneling device. It was also clarified that the wall of the heart (ventricle) was not perforated, only the left coronary artery, anterior descending branch (lad) had perforated. The pump did not migrate after initial implant, it just pressed against the heart due to limited space. The lesion was just under the edge of the purple lock which locked the lvad to the apex ring and "needs to be pressed do hard that the yellow part disappears". There was no other bleeding besides the lad lesion.